Event description:
It was reported that in situ testing showed an increase of the ground path impedance over the years. Over the past few months the patient has been complaining of difficulty in understanding speech out of vision. The maximum comfortable loudness levels (mcl) are still quite low and the patient is able to carry on a conversation out of vision. A revision surgery will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted asa follow up report.